Event description:
The device was used during an unspecified procedure. Reportedly, the intrument did not fire. The surgeon applied another reload and it did not work properly. A new device was used to complete the procedure. The hospital has reported no patient injury occurred.